Manufacturer narrative:
Field service engineer (fse) was on site and reviewed the customer's performance and performed passing qc on the customer's instrument after changing out the on board reagent packs with new packs. The fse did note some bubbling within the on board ft4 reagent packs. The fse was advised by assay technical support to verify ultrasonic voltages and probe alignments were appropriate on the customer's instruments. On (B)(4) 2012, the field service engineers (fse) replaced and realigned the reagent pipettor tips. The fse verified all transducer voltages and the transducer buffer supply line nuts were cleaned and tightened on specific pipettors. The fse recalibrated the assay and performed an acceptable quality control assessment which met customer established specifications. The fse was unable to provide definitive evidence that a specific hardware or reagent/calibrator issue had caused the event. The cause of this event is unknown and could not be determined based on the supplied documentation. Associated mdrs: 2122870-2012-01569, 2122870-2012-01570, 2122870-2012-01563, 2122870-2012-01564, 2122870-2012-01565, 2122870-2012-01577.

Manufacturer narrative:
From: on (B)(4) 2012, the field service engineers (fse) replaced and realigned the reagent pipettor tips. The fse verified all transducer voltages and the transducer buffer supply line nuts were cleaned and tightened on specific pipettors. The fse recalibrated the assay and performed an acceptable quality control assessment which met customer established specifications. To: the fse noted qc performance was passing after the last service visit on the (B)(6). However, the fse was unable to provide definitive evidence that a specific hardware or reagent/calibrator issue had caused the event.

Event description:
The customer reported that erroneous low and/or erratic free total thyroxine (frt4) results were generated from two unicel dxl800 access immunoassay systems for multiple patients across multiple days. This report represents the erroneously low and/or erratic frt4 results generated for two patients on a unicel dxl800 access immunoassay system with serial number (B)(4) on (B)(6) 2012. The customer did not provide the actual patient results. The customer indicated that the initial frt4 results were low, and upon repeat, recovered higher and crossed clinical ranges or recovered within the same clinical range but outside the precision claims of the assay. The involved frt4 results were reported out of the laboratory and were questioned by physicians. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were lithium heparin plasma and were not short draws, and none were lipeimic, hemolysed, or contained fibrin. Per customer, the samples were almost all run fresh with only a few coming from outpatients making the samples 4-5 hours old. The customer is not certain which samples are from outpatients. All of the samples were run in the original tubes and loaded either directly on the dxi or through the automation line. This event was in conjunction with ongoing instrument/assay quality control (qc) performance issues. The customer reported qc was performing erratically with qc shifting both low and high on the instrument. Controls were failing to perform within the customer's established limits at the time of the event. The issue occurred on multiple lots of reagents and calibrators. System checks performed on (B)(6) were passing within instrument specifications.